Event description:
The reporter called and alleged discrepant results when compared to the lab. The reported device results were 5.7 inr in 2006 and 4.5 inr 5 days later. The corresponding lab results reported were 3.8 and 3.4 inr. The reporter did not state if treatment was provided. The device was replaced and requested to be returned for evaluation.